Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had experienced low blood glucose as low as 48 mg/dl and was experiencing low blood glucose levels in the morning. She stated she was not sure if her settings had been changed or if she was getting to much insulin. The customer also stated her face, legs, and ankles had been swollen. She said she would contact her doctor to see if he would be able to help with her insulin pump and possibly changing the rates. The customer's basal rates were lowered by .5 units. Nothing further was reported.